Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad was difficult to press. The customer's blood glucose value was unknown. The customer stated that they having difficulty for pressing the buttons on insulin pump. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.